Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59j59. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the sales rep reported the additional information from the hospital. The patient is stable and started oral intake. The temporary stoma was performed. The temporary stoma is planned to be closed 6 month after the initial procedure. Additional information was requested and the following was obtained: what were the indications for surgery? No information. Was the temporary stoma created as a result of the issues experienced with the cdh29a device? Or, was the temporary stoma planned? The stoma was created to be safe and the possibility of creating a temporary stoma was informed prior to the surgery. What healthcare professional fired the device and what is his/her experience with the device? No information. Where in the green gap setting scale was the indicator located prior to firing? No information. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No information. Did the healthcare professional receive audible & tactile feedback when firing the device? No information. What is the current patient status? Stable. Further information was requested and the following was obtained: was the stoma planned or the result of issues experienced with the cdh29a device? No information, but the possibility of creating a temporary stoma was informed prior to the surgery. Can you confirm whether or not the healthcare professional was able to complete the washer transection on the first firing? The washer was uncut, and it recognized when the device was checked after the procedure. Was the stapler attempted to be fired a second time? No information. What confirmation did the healthcare professional receive that washer was completely cut? The washer was uncut, and no information how the healthcare professional confirm that washer was completely cut. What is the current patient status? Stable. No further information will be provided.

Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected, and the staples at the posterior wall of the rectum were not deployed. The device was used on the colon and the rectum. Additional hand suture was performed to complete the case. Before the firing with cdh29a, a pcee60a and gst60b was used for three firings. There were no adverse consequences to the patient. After the procedure, it was found that the donuts were created properly both oral and anal side, but the washer was uncut. When the device was fired, the washer was cut.

Manufacturer narrative:
(B)(4). Batch # r59j59. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.